Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had air on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacturer: no.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had air on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: device history record, quality notification and maintenance analysis records were reviewed and no quality occurrences were observed. All the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. No sample was provided for evaluation. According to the internal bd procedures for the situation, a research process was initiated involving bd brazil and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened a corrective and preventative action and situation analysis and are being several activities for a depth analysis of the problem and understanding of their potential causes. According the investigation plan and test results until now, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Among the activities planned for the investigation process of the problem are the following evaluations: development of an analytical method to measure the tip circumference deformation with accuracy; include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; parameters and mold changes to guarantee the product specification changes in order to correct tip deformity.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ had air on the plunger. There was no report of exposure, serious injury or medical intervention.